Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in unspecified vein. A 6.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for dilatation. The first inflation was successfully done at 10 atmospheres. However, the balloon ruptured at 14 atmospheres after 30 seconds during the second inflation. There was no kink prior to use and no resistance during the procedure. The device was completely removed from the patient. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.